Event description:
It was reported that a uromatic tur administration set disconnected from an unknown solution bag containing celsior preservation liquid without exerting any force. This occurred while priming the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.